Event description:
It was reported that the guidewire was unable to be inserted into the left ventricular (lv) lead prior to the implant procedure. The lv lead was not used and a new lead was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed the inner coil was damaged at the distal region of the lead due to procedural damage. The guidewire insertion test was unable to performed due to the condition of the inner coil. The cause of the reported event was due to the inner coil being damaged.